Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear. The autopulse platform was manufactured in may 2009 and is 12 years old, past the expected service life of five years. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform failed initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) message displayed upon powering on. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear. The processor board needs to be replaced to address the system error. The archive data review showed occurrence of ua136 (internal parameter corrupted) error message, thus confirming the reported complaint. The service could not be performed due to the non-availability of the replacement part. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR ". No patient involvement.